Manufacturer narrative:
(B)(4). Information not provided by customer. Result: damaged cable. Evaluation summary: visual and functional examination, found that the cable was damaged at the amphenol connector proximity.

Event description:
It was reported that an error was indicated during the procedure. The case was completed with another same like device. There was no pt consequence.